Manufacturer narrative:
Timing link.

Event description:
It was reported by service report that the head right siderail could not be locked in the upright position. No pt involvement or adverse consequences are reported.